Manufacturer narrative:
Based on the limited information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the bleeding and subsequent demise of the patient. Isi has contacted the hospital's risk management department to gather additional information regarding the reported event. As of the date of this report, no information has been received from the hospital. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. Isi's review of the site's system logs found no surgical procedure for the reported procedure date. This complaint is being reported due to the following conclusion: the patient sustained an intra-operative injury during use of the da vinci surgical system and the patient subsequently expired.

Event description:
As part of a legal dispute intuitive surgical received information regarding a patient who underwent a tumor removal in the pancreas procedure with the da vinci surgical system on (B)(6) 2012. Reportedly, the patient sustained a burn injury to her duodenal vein. The patient was airlifted to another hospital and subsequently died. No other information was provided.